Event description:
It was reported that when the patient was in the hospital, device interrogation showed a loss of capture on the right ventricular (rv) lead. It was noted that the patient is mentally unstable and pulls at pocket and device. The patient was asymptomatic. The decision was made to remove the system and implanted a competitor leadless pacing system.